Event description:
It was reported the pt could not feel stimulation when the amplitude was turned up. The sjm rep met with the pt and determined seven of the contacts for the lead had low impedances. It was reported the physician set a f/u appointment to determine if the issue was related to fluid build up.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.